Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the device encountered inappropriate therapy for device classified ventricular fibrillation (vf) episode. It was also reported the right atrial (ra) lead, exhibited intermittent atrial under sensing. The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was seen by healthcare professional. The patient encountered inappropriate shocks due to atrial flutter. The ICD was re-programmed with supra ventricular tachycardia (svt) limits adjusted, and medication was adjusted.